Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The review of manufacturing documents revealed no deviation in the manufacturing process. As no item was returned no physical examination could be carried out. The review of the risk analysis revealed no observation; nail breakage was considered and thresholds were not exceeded. The review of the CAPA-database revealed no observation. Investigation revealed no non-conformity; therefore no new CAPA was initiated. Nail breakage was confirmed by a received x-ray. General aspects: the affected implant is a temporary implant which inevitably will be subject of a fatigue fracture if the biomechanical stresses on the implant are too high or not considerably reduced during the period of implantation. During this period there is a race between bony consolidation / fracture healing and implant breakage as noted in the labelling of the product. Usually a breakage is contributed by one or more deficits, e.g. Insufficient bone healing, product damage. Generally the risk of a breakage will increase with the increase of load cycles and load level. A requirement for successful treatment with an intramedullary nail is that bone healing develops in a sufficient manner that the implant is relieved by load sharing / load transmission over the bone. Otherwise the implant may be subject to a fatigue fracture. Nail breakage in general has been experienced, but does not present an unanticipated event in itself. Depending on load application, also, depending on the patient¿s post implant behaviour and depending on suitable anatomical reduction, depending on the kind of bone breakage, depending on the course of bone healing and other factors a nail breakage can rather be classified as anticipated ¿ specifically if one or more contributing issues concurrence with each other. In this case, referring to received information, the nail broke after an implantation period of nearly 3 months. The patient was reported as being active which could correlate to his age. Results of recommended regular follow-up examination were not provided. It could not be determined whether the patient had been compliant to the surgeon¿s post-operative instructions. As the nail was not available it could not be determined if the nail had been damaged intra-operatively. With available information no further technical statement was possible. As to missing medical records no medical statement was possible. Based on presented information and referring to that no deviation was found in the manufacturing documents a deficiency in the nail question was not verified.

Event description:
The hospital reported the following event, "fracture of device implanted on (B)(6) 2014. Fracture at the hole of the lag screw, leading to a varus of the fracture with shortening of the lower limb, pains and functional disability. Removal of broken implant. Implantation of a new one."

Event description:
The hospital reported the following event, "fracture of device implanted on (B)(6), 2014. Fracture at the hole of the lag screw, leading to a varus of the fracture with shortening of the lower limb, pains and functional disability. Removal of broken implant. Implantation of a new one."